Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The blood leak was observed at the initiation of treatment. When the blood hit the dialyzer, blood found in the hansen connectors. Estimated blood loss was 100-155 ml's. Rn did not see anything on the dialyzer itself. Test strips were not used. No medical intervention was required. Sample is not available.

Manufacturer narrative:
The investigation is ongoing. At the competition of the investigation, a supplemental MDR will be filed.